Manufacturer narrative:
One used device was returned for evaluation. The customer did not indicate if this was the initial use of the device. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The returned device was examined and the complaint confirmed, the valve body of the catheter had detached from the catheter hub. The root cause is attributed to the assembly process. Corrective actions were implemented in december 2012 to correct this issue. This device was manufactured prior to implementation of the corrective actions.

Event description:
The user reported the catheter valve body came off during use. The device was replaced and the procedure completed without further complication. No harm or injury was reported.